Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: failed rth replacement related to mom articulation. Significant amount of trochanteric bursitis was found at the trochanteric area. Moderate amount of serosanguineous fluid emerging from within the joint. Cultures sent ¿ no report. Synovial tissue discolored with brownish-gray color. An area of osteolysis was found on the posterior inferior part of the acetabulum. Post-op x-rays show ideal position without dislocation or fractures. No intra-operative complications. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03114.

Event description:
It was reported a patient had an initial right tha on an unknown date. Subsequently, the patient was revised due to bursitis, altr, and osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.